Event description:
The customer reported that the system locked up during a case. It continued to beep after the footpedal was released. They had to reboot 3 times and was having communication errors.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the interconnect cable, reseated pcbs, and reloaded the flash. The system was working as intended.